Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance in (B)(6) 2020 with an unknown blood glucose value at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer mentioned she had problems with a bent cannula that sent them to the hospital. The customer did not provide any further information about the incident. The insulin pump will not be returned for analysis.